Manufacturer narrative:
For 1 of the events: 1. Summary of investigation results: the investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. 2. Summary of follow-up/corrective actions taken: no follow-up/corrective actions were taken. For 1 of the events: 1. Summary of investigation results: upon further investigation of the patient sample, an interferent against the ruthenium component of the reagent was confirmed. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. 2. Summary of follow up/corrective actions taken: sample material from the patient was investigated. For 1 of the events: 1. Summary of investigation results: the ft4 values were near the upper levels of the respective assay reference ranges. The differences in values are normal variances in the values when generated with different assays from different suppliers. This is related to the assay antibodies used, the setup of the assays, and differences in the qc/standardization procedures used. 2. Summary of follow-up/corrective actions taken: sample material from the patient was investigated. For one of the events: 1. Summary of investigation results: a complex interfering factor affecting different immunological components of the assay was found in the patient sample. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. 2. Summary of follow up/corrective actions taken: sample material from the patient was investigated.

Manufacturer narrative:
For 3 of the events: 1. Summary of investigation results: this investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For 1 of the events: 1. Summary of investigation results: sample material from the patient was requested for investigation. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No.

Event description:
1. There was an allegation of questionable elecsys ft4 IV results for a total of 4 patients from 3 cobas e 801 module analyzers, 1 cobas 6000 e601 module, and 1 cobas e411 rack analyzer. 2. Patient age range: 63 years, 3-asku 3. Patient weight range: asku 4. Patient sex breakdown: 1-female, 3 asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.